Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the trachea.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the trachea during an airway stenosis procedure performed on (B)(6) 2025. During the procedure, it was observed that the tip of the device was leaking liquid. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.